Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
On/off and shock button faulty. No patient involved.

Event description:
On/off and shock button faulty. No patient involved.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The device was previously returned and investigated, under f001-eu16-066 on the 26th january 2016. The details of complaint were ¿commercial return no reported fault¿¿. The investigation concluded that the device performed to specification. Hardware and software upgrades as per h004-003-004-3 and final test (h017-014-104) were implemented. The sam 300p passed ¿out qat from heartsine technologies on the 31st march 2016. A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the 15th april 2016 and performed to specification up to the 8th april 2018. No further log entries were recorded. Further information obtained from the customer stated that the faults were discovered during routine testing of the device on saverevo in which the on/off and shock button operations were tested. The returned pad-pak was inserted into the device and successfully passed an auto self-test then passed a self-test during a manual power cycle. No warnings were given at shutdown and the status led continued to flash green. The device was disassembled to investigate. Further investigation confirmed the device performed to specification throughout testing at heartsine.the device was returned with the reported fault ¿on/off and shock button faulty¿. Information from the history log shows that the device performed all weekly auto self-tests up to the 8th april 2018 two days before the reported complaint on the 10th april 2018. The device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault. The operation of the on/off and shock button were verified at different stages during this period. Both on/off and shock buttons were verified using the saverevo diagnostic tool during testing. Therefore, it is possible that incorrect use of saverevo diagnostic test tool may have caused the reported fault observed. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a heartsine sam 350p.